Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 51 mg/dl. The customer calibrated before bedtime and blood glucose reading was 55 mg/dl which was treated with apple juice. The customer reported difficulties with the transmitter connecting to the sensor. The customer stated the sensor had inaccurate readings that triggered threshold suspend. The customer will return the sensor for analysis.